Manufacturer narrative:
A supplemental report is being submitted for device new updated evaluation product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection involving a battery, as well as several premature power switching events that were due to communication errors involving three batteries. Additionally, analysis of the data log files revealed several momentary disconnections that did not lead to premature power switching events involving four batteries within the analyzed period, as well as several instances involving three batteries where the batteries relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. Momentary disconnections will result in an audible tone or 'beep¿ which likely corresponds with the reported ¿short alarms¿. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing had been performed on the associated power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01; d02 d4: (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01; d02 d4: (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01; d02. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries did not exhibit power disconnect alerts. After routine log file review, it was indicated that three of the batteries exhibited communication errors. The patient heard "short alarms" from the two batteries that were suspected to be power switching.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection involving (B)(6), as well as several premature power switching events that were due to communication errors involving (B)(6). Additionally, analysis of the data log files revealed several instances involving (B)(6) where the batteries relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. The observed communication errors are likely related to the reported power disconnect alerts. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing had been performed on the associated power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Pr00389403 investigated momentary disconnections. Additional products: d4: serial #: (B)(6)d9: yes, return date: 21-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b05 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 21-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b05 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 21-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b05 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-oct-2019; serial#: (B)(4); UDI #: (B)(4); concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 04-oct-2018. Device labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-oct-2019; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 04-oct-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-oct-2019; serial#: (B)(4); UDI #: (B)(4); concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 03-oct-2018. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were suspected to be power switching, and three exhibited power disconnect alerts. Two batteries will be replaced, and two batteries remain in use. No patient complications have been reported as a result of this event.